Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event and subsequently expired the same day as a result of exposure to naturalyte and/or granuflo administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.